Event description:
Caller tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. Patient's coumadin was held for 1 day and the dosage cut in half for the next day based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.